Manufacturer narrative:
G2. Foreign: czech republic medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient has adaptive stim treatment set on non-rechargeable implanted neurostimulator (ins), and after only 1 month of use, the battery is 10% flat. Technical services responded and that the effect of adaptive stimulation on ins longevity can be neglected. The battery of an implantable neurostimulator can last for months or years, depending on the following factors: programming parameters, impedances, hours of stim per day, and patient control of those parameters. A session report was requested to check on the longevity for this patient. Unknown if this issue has resolved. Additional information was received, the mpxr related to this event. They were having problems setting up the treatment on the ins. Adaptivestim was setup for the patient, and after only 1 month of use, the battery consumption was 10% lower (only 90% of battery remaining after 12 month of use). When calculating the power consumption when adaptivestim is installed, the battery life was only 6 months. Tried to reprogram, but that didn¿t solve the issue. Impedances were normal (1000-1400). A longevity calculation was done again, setting adaptivestim with cycling, the battery consumption came out to be 1 year and 3 months. No other actions were performed, the rep is finding out from the manufacturer on how to set the ins to last. Additional information was received. It was reported that they were having a technical problem with the setting of the ins, therapy is set, they extended the therapy by setting adaptive stim. The stimulation was functional, the patient had pain relief. But the doctor insists that the cycling function be turned on to save battery. However, this combination seems to drain the battery rather. Cycling is switched on for 8 min on and 30 min off. If the patient changes position during off, the stimulator will turn on. They were curious if the cycling function was superior to adaptive stim, if the answer is no, the doctor requests a software change. Technical services (ts) confirmed that after testing, the patient experience was correct. When cycling and adaptivestim are both programmed for a group and the patient changes the position during the cycling "off" time, the cycling will start with a new ¿on¿ time. So, when the patient changes the position during the cycling "off" time, the stimulation will turn on again and the cycling starts over again/with a new ¿on¿ time. Engineering will be notified of this issue.